Manufacturer narrative:
(B)(4). Date sent: 12/7/2023. Additional information was obtained: relationship to study device value "possibly related" has been changed to "not related." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. Additional information was obtained: adverse event term value "fluid collection" has been changed to "left neck fluid collection, cellulitis".

Manufacturer narrative:
(B)(4). Date sent: 9/22/2023. D4 batch#: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial (B)(4) that after a total thyroidectomy the patient experienced fluid collection. The severity was severe and it required in-patient hospitalization or prolongation of existing hospitalization. The patient was treated with drug therapy and drain of fluid and drain placed. The patient has recovered. The relationship with the study device is possible and the relationship with the study procedure is related.